Event description:
The customer alleged that there was smoke coming from the unit. They took the unit out of service and called the fire department. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found: upon arrival found unit to have suffered a thermal event, causing internal damage to critical components. The fse could not repair system and unable to bring unit up to manufactures specifications. The asp quality engineer follow up with the fse, the fse stated that he observed that the majority of the damage was on the top, rear location of the vacuum pump where the casing of the pump partially melted. When the fse arrived, he observed that there was some water left in the bottom tray and that there was some residue from the use of the fire extinguisher remaining inside the unit. Per the fse, the customer had placed the load in the system, started the load, and walked out of the room for a few minutes (<10 minutes). Before the customer was able to return, the fire alarm had already gone off, which prompted the customer to return to the room to find the unit smoking heavily. They subsequently unplugged the unit from the wall, and pushed the unit out of the emergency fire door on a cart, where there was step that was about a 6-8 inch drop. This drop caused the unit to fall to the ground, damaging the front panel and releasing the side panels. Because of this, the fse had to disassemble the whole door to retrieve the customer's instruments, which were not damaged. The fse found that the indicator tape on the wrapped load was still red. This observation, coupled with the customer's account that the fire alarm went off less than 10 minutes after she left the room suggests that the system started smoking towards the beginning of the cycle, likely during the time the system was heating up. Per the fse, he did not confirm from the customer whether there was a visible open fire or not. The unit is not repairable and asp technical support has arranged for the return of the system for testing. The fse was able to confirm with the fse that nobody that he knew of reported suffering any injuries due to smoke inhalation or burn at this time. Result: the unit was in a condition where it made eval at the customer site impossible. The unit has returned to asp, the quality engineer product analysis is pending.